Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Sales rep (B)(6) reported on behalf of the customer that it scrub nurses were not able to tighten the device sufficiently in order for it to hold the plate. He added that the surgeon was able to do so with a lot of force.